Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. After the case, it was noticed that an under-sized acetabular liner (32 mm, +4 offset) was implanted into the patient. The patient was brought back into the operating room and the surgeon switched out the acetabular liner to a 36 mm, 4+ offset. Additionally the femoral head was changed from a 36mm to a 32mm. The outcome of the case was successful as the surgeon checked for stability and alignment, and determined the head change to be sufficient. The surgeon also commented that the post operative x-ray looked good, the leg lengths were equal, and the patient's hip was stable.

Manufacturer narrative:
Review of the reported lot determines the device was manufactured around 28-feb-2014. There have been no other events for the reported lot. The investigation determined the likely root cause of the event to be user error. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. After the case it was noticed that an under-sized acetabular liner (32 mm, +4 offset) was implanted into the patient. The patient was brought back into the operating room and the surgeon switched out the acetabular liner to a 36 mm, 4+ offset. Additionally the femoral head was changed from a 36mm to a 32mm. The outcome of the case was successful as the surgeon checked for stability and alignment, and determined the head change to be sufficient. The surgeon also commented that the post operative x-ray looked good, the leg lengths were equal, and the patient's hip was stable.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.